Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 691 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime, self, and high pressure tests passed. It was found that on the day of the event the customer was only bolusing for the amount of carbohydrates he was eating and was not bolusing for the high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.